Manufacturer narrative:
Defect parts requested to be returned. Part number and lot number requested. Justification for not providing below information and applicable sections: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Brand name - dantec needle part - awaiting defect part number to establish the brand name - requested from the customer but information not yet provided. Common device name - dantec needle part - awaiting defect part number to establish common device name - requested from the customer but information not yet provided. Model #, catalog #, lot#, expiration date, unique identifier - defect part number and lot number requested from the customer but information not yet provided. The medical device does not have a serial number. The medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. Pms/510(k) - device number requested from the customer but information not yet provided. Device manufacture date - awaiting device lot number to determine manufacture date. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
The needle remains blocked after use. Removable with a clip with the risk of pricking. On reviewing, the piture provided to natus from the customer, this appears to be a hub and cannula separation from the colour cover.

Manufacturer narrative:
Defect parts requested to be returned. Part number and lot number requested. The above information has been requested again, along with further queries in relation to the incident. We are waiting a response from the customer.

Manufacturer narrative:
We received a picture of the defect needle. It was confirmed that the colour cover has separated from the metal hub and needle. The needle and metal hub are still intact. Three documented attempts were made to the customer requesting product return, needle part number and lot number along with requesting further information about the incident for investigation and regulatory reporting. The customer confirmed that no patient was involved in the incident. No response was received from the customer in relation to needle part number and lot number. No further evaluation can be carried out in this case. Should we receive further information at a later stage this sr will be reopened and a further investigation will be completed. Doc-010782 risk management report for dantec dcn was reviewed. Potential hazard and hazardous situation identified associated with physical injury - needle stick, ID 23 (needles are sharp, users could pierce themselves) and physical injury - cannula & hub assembly separated from outer colour cover, ID 29 (users could pierce themselves). The overall risk rating is 3a (low - green area) (severity of hazard-3-moderate, probablility of hazard - a-unlikely). The complaint log was reviewed over 12 months, 6 similar complaints noted for this product line. Capa003896 has been opened to investigate further.

Event description:
Customer provided further information in relation to the incident: "when I removed the transparent plastic protection to use the needle, the coloured part got loose immediately and then, I was not able to remove the needles of the cable. The needle is thus always present on the cable."